Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away in a hospital. The customer had been hospitalized on (B)(6) 2015. The cause of death was reported to be brain damage. The caller stated that the customer could not breathe and his heart stopped. The customer had neuropathy and stage three kidney failure. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.